Manufacturer narrative:
The patient's previous outflow graft revision was reported in MFR. Report # 2916596-2020-02686.

Event description:
It was reported that the patient's device was having low flow alarms overnight. The patient's blood pressure was stable. The patient has a history of outflow graft (ofg) revision and does not have the ofg clip. The submitted log files did not capture any unusual events and the estimated flow appeared to be in a normal range. Changes to patient condition or anticoagulation status that may have contributed included the patient maintained on coumadin with inr goal 2-3, acetylsalicylic acid 81 mg. On (B)(6) 2020 inr was 1.4 and they were given lovenox as outpatient, other then that inr 2.1-3.3. Changes to pump parameters included a slow decrease in flow. CT angiogram revealed an acute 40 degree bend in the outflow cannula with decrease in area by 30%. Patient remains asymptomatic. Plan is for right/left heart catheterization to evaluate bend in ofg with possible intervention/stent placement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a bend in the outflow graft resulting in a reduction of the outflow graft lumen was unable to be confirmed as no product or images are available. A specific cause for the outflow graft bend could not be conclusively determined through this evaluation. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. Throughout the log files, estimated flow ranged from 3.6-4.9 liters per minute. The system appeared to be operating as intended, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.